Event description:
It was reported that the patient had a surgical procedure to replace an artificial urinary sphincter (aus) due to recurring incontinence. The aus was replaced with a new 4.5 cm cuff, pressure regulating balloon(prb) and pump. The patient is expected to fully recover.